Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a sensor scan of 70 mg/dl when compared to an adc meter reading of 274 mg/dl and the readings were obtained within 10 minutes. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer did not experience any symptoms however was incapable of self-treating. The customer had contact with a healthcare provider who diagnosed the customer with hyperglycemia and administered rapid insulin as treatment. There was no report of death or permanent injury associated with this event.